Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced high blood glucose event on (B)(6) 2025. The patient went to an emergency room to monitor that prolonged high blood glucose started coming back to target range after infusion set change and after corrections form pump. Corrections and infusion set change were made before patient visited an emergency room. The patient felt sick with positive ketones as range 0.8 mmol/l. The patient was treated with insulin pump in the hospital. The patient stayed in the hospital for less than 24 hours. No further information available.